Manufacturer narrative:
Concomitant medical product: product ID non-medtronic wire (lot: unknown); product type: guidewire; updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that according to the physician, a non-medtronic (double curve) wire caused the left ventricle perforation. Per the physician, the valve and the delivery catheter system did not cause or contribute to the patient's death.

Manufacturer narrative:
Concomitant medical product: product ID d-evolutfx-2329; product lot number 0011949637, product type: 0195-heart valves; product ID l-evolutfx-2329; product lot number 0011957872, product type: 0195-heart valves; updated data: a4. Patient weight b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant procedure, the patient was not hypotensive.

Manufacturer narrative:
Image review: five media files were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 68.5mm with a perimeter derived diameter of 21.8mm suggesting a 26mm evolut. The aortic valve did not appear to be significantly calcified. The aortic root angulation was 60 degrees. During valve deployment, the guidewire appeared to be advanced somewhat deep into the left ventricle. The subsequent image shows that the guidewire might have been adjusted into a more a more favorable position. After valve implant, there is evidence of a possible ventricular perforation outline by contrast extravasation. Of note, medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. Evidence shows that the left ventricular perforation might have contributed to the patient¿s death. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: death, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient¿s blood pressure was hypotensive, and the patient did not recover waveform pressure nor systolic/diastolic pressure. The patient was completely stable during the initial deployment phase until 80% deployment was reached. During the root injection at the 80% phase, the coronary arteries filled briskly. Transthoracic echocardiogram was performed and confirmed a large pericardial effusion. The implanting team deployed the valve and performed a pericardiocentesis, aspirating nearly 1000 cc¿s of blood. Cardiopulmonary resuscitation (CPR) was initiated and the aspirated blood was returned to the patient via the venous access. The procedure was converted to open cardio-thoracic repair of the left ventricle (lv) perforation. Per the physician, the perforation was caused by a non-medtronic guidewire (double curve lunderquist). The perforation was preliminarily closed, but the patient was placed on cardio-pulmonary (cp) bypass because the perforation continued to bleed. Bleeding from the lv was controlled to allow the procedure to conclude and the patient to be transferred to the intensive care unit (ICU) while still on cp bypass. The patient passed away two days following the procedure.